Event description:
It was reported that a patient complained of glare & halos with an intraocular lens (iol). The patient could see the actual optic rings in the dim light condition and daily activities of the patient were significantly affected. The surgeon determined that the patient was unable to adapt to diffractive iol. An explant was performed, and a mono-focal lens was used as the replacement lens. No incision enlargement, vitrectomy, or sutures were required. The patient was reported to be temporarily impaired. Vision pre-operative: far: 0.5 near: (decimal), vision post-operative: far: 0.8 near:. Additionally, it was indicated that the surgeon decided to exchange the lens to a monofocal iol because patients did not need other functional iol like toric lens. No further information was provided.

Manufacturer narrative:
Patient information cannot be provided due to personal data privacy legislation/policy date of event: the exact date is unknown, the best estimate is between dec 1, 2021 and june 21, 2022. Initial reporter street address - line 1: (B)(6). Email address: unknown/not provided, as information was asked but not provided. Initial reporter telephone number: (B)(6). The intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.